Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced elevated blood glucose while using the ilet, with a highest reading of approximately 400 mg/dl, after starting the system during a period of illness and concurrent medication use associated with hyperglycemia; per healthcare provider guidance, the user performed a factory reset to allow the system to relearn. Symptoms included hyperglycemia. Outcomes included no reported hospitalization and no reported alarms. Investigation included complaint intake review and user troubleshooting and education. Investigation of this case revealed no device malfunction was identified, and no alerts were reported; contributing factors included illness and medications known to increase glucose, with potential suboptimal initial adaptation. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to multiple confounders. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.